Event description:
A hospital reported via a distributor that a fire occurred in a set-up which included a bc060 single-heated breathing circuit, mr850 respiratory humidifier, and a mr290 humidification chamber during use. There was no pt consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 10 mg/dl and 147 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.